Manufacturer narrative:
H3: it was found in the analysis that the eic pcb muting jack was broken and had a bent knob. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, product description: patient interface nim4cpb1 nim 4.0, serial/lot #: (B)(6), UDI#: (B)(4). H3 product ID: nim4cpb1: it was found in the analysis that the fuse was worn and the main pcba was defective. H6 product ID: nim4cpb1: fdm b01, fdr c0601 c0201, img g0201202 g02005, and fdc d02 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the nim system was not wokring. There was no patient impact.